Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a damaged/defective stopper, and a misaligned/jammed/insecure stopper noted during use. The following information was provided by the initial reporter: material no.: 302995 batch no.: unknown complaint 1 of 2 - date of incident (B)(6) 2019 translation: "piston sticks. Doubts on the reliability of the graduations ¿ sticker does not stick well ( the surface is wax like, but intermittent ¿ hard to manipulate and slows down the speed at which the administration of the medication is administered ¿ nurses are stating when they are drawing the medication, there is still medication left which didn¿t happen before - cannot use a medication that is not identified due to sticker not sticking, which leads to medication loss, waste of time and risks of errors."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10 ml ll s/c 200 experienced a damaged/defective stopper, and a misaligned/jammed/insecure stopper noted during use. The following information was provided by the initial reporter: material no.: 302995, batch no.: unknown. Complaint 1 of 2, date of incident: (B)(6) 2019. Translation: "piston sticks. Doubts on the reliability of the graduations ¿ sticker does not stick well ( the surface is wax like, but intermittent ¿ hard to manipulate and slows down the speed at which the administration of the medication is administered ¿ nurses are stating when they are drawing the medication, there is still medication left which didn't happen before - cannot use a medication that is not identified due to sticker not sticking, which leads to medication loss, waste of time and risks of errors."